Event description:
Event description guidant received information that this implantable left ventricular lead dislodged one day post implant, causing intermittent loss of left ventricular capture. It was noted that this patient was only paced in the left ventricle, not the right ventricle. No adverse patient effects were observed.